Event description:
During an attempt to place PICC line in right arm of pt, a .018" nitrex wire was used to get across basilica vein. Dr. (B) (6) was attempting to manipulate the wire into subclavian vein and finally into right atrium. The wire was successful but the PICC line would not follow the path. After certain amount time, physician decided to abort procedure. Upon removal of wire, it was noticed that the distal 2 cm in nitrex wire was not intact. Fluoro indicated piece of wire in right basilica vein. Using a 5 french sheath and micro snare, the piece of wire was removed without complication. Nitrex guidewire: .018" -80 cm-2 cm guidewire and torque device. Dates of use: (B) (6) 2010. Diagnosis or reason for use: PICC line placement. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.